Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient describes her hearing as not bad but reports a complete malfunction of the implant about 3 times per week. The patient reported that the implant starts working again after shaking her head a couple of times. Re-implantation was performed on (B)(6) 2015.

Manufacturer narrative:
Correction: date of event was incorrectly entered as being before date of awareness.

Event description:
The patient describes her hearing as not bad but reports a complete malfunction of the implant about 3 times per week. The patient reported that the implant starts working again after shaking her head a couple of times. Re-implantation was performed on (B)(6) 2015.

Event description:
The patient describes her hearing as not bad but reports a complete malfunction of the implant about 3 times per week. The patient reported that the implant starts working again after shaking her head a couple of times. Re-implantation was performed on (B)(6) 2015.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.